Event description:
It was reported that the patient had the device implanted in july 2014 and was doing fine but now for months, since (B)(6) 2014, the patient had to press on their stomach to go ¿tinkle¿ again. The patient went to the emergency room (ER) on (B)(6) 2015 for having problems ¿going potty.¿ they did an x-ray and said the device was pressing against their bowels. The patient had a loss of therapeutic effect. The patient did not have their patient programmer with them. Sometimes the programmer turned on and sometimes it didn¿t. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 3093-28, lot# va0hmuh, implanted: (B)(6) 2014, product type: lead. (B)(4).